Event description:
It was reported that an ilet user experienced recurring cartridge leaks, believed by the user to be related to a specific lot, and had been connecting the cartridge to the connector adapter outside the pump before insertion; education was provided to insert the cartridge alone after rewind and then attach the connector adapter. Symptoms included hyperglycemia with a reported blood glucose over 400 mg/dl lasting a couple of hours, without ketone testing, backup therapy, or medical intervention. Outcomes included transient hyperglycemia without hospitalization or emergency care. Investigation included customer interview, review of use technique, and replacement of cartridges. Investigation of this case revealed improper assembly sequence prior to insertion that could lead to compromised sealing and leakage. It was concluded that user technique contributed to the reported leakage and resultant hyperglycemia; replacement supplies and corrective use instructions were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.